Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Upon troubleshooting actions, fse identified that the f11 fuse was burnt due to the power outage. Fse replaced the fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc of the allura system would not start up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.